Event description:
Caller reported blood glucose result of low, which on the system indicates a result less than 10 mg/dl, on inform system 1, inform system 2 result of 88 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
Medwatch with (B)(6) is for inform system 1, medwatch with (B)(6) is for aviva system 2.